Event description:
Event description guidant received information that during a follow-up visit, this device and this right ventricular lead exhibited intermittent loss of capture resulting in the patient feeling dizzy at times. The technical services consultant indicated that both av delay and pr interval were around 300ms, indicating fusion.